Event description:
It was reported that this right ventricular (rv) lead was capped due to it was exhibiting high pacing threshold measurements. The lead showed signs of being fractured but it was not confirmed. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.